Manufacturer narrative:
Follow-up submitted to report device evaluation. Device received is different from the part that was indicated on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply.

Manufacturer narrative:
Patient's identifier, age, sex, weight, were not provided. If the requested information becomes available, a supplementary report will be submitted. Implant date and explant date are not applicable since the product was never placed and not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, error in surgical protocol.